Event description:
At the end of a right femoral-popliteal atherectomy and percutaneous transluminal angioplasty (pta), the provider was using a mynx control closure device at the access site. A 6fr sheath had been removed and a 6/7fr mynx was utilized for attempted closure. Staff reported the device failed to properly deploy and anchor in the vessel. Pressure was used to further manage the site.